Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: "lo" mmol/l, "lo" mmol/l, and 23.0 mmol/l. The "lo" mmol/l result on the system indicates a result of less than 0.6 mmol/l.